Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the device exhibited noise. The device was replaced with a new device. Noise was still present with the new device but not as much compared to the previous one. The new device was interrogated in another room showing a clearer signal. There were no issues with the patient or the implant procedure. The patient was stable before, during, and after the procedure. Related manufacturer reference number: 2938836-2019-16111.